Event description:
It was reported the pt's scs ipg pocket was relocated due to the pt feeling the scs ipg was flipping inside the pocket site which resulted in the inability to charge. It was also reported after the surgical intervention, the pt still experienced difficulty charging the scs ipg. Subsequently, the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.